Event description:
It was reported that during the procedure, a 3.5x23 rx xience xpedition stent delivery system (sds) was advanced over an unspecified 190cm pilot guide wire and into a copilot bleedback control valve (bbcv) via femoral access, without resistance felt, and toward a moderately calcified lesion in the proximal right coronary artery, but was unable to cross the lesion due to patient anatomy. The rx xience xpedition was withdrawn from the anatomy without resistance until reaching the copilot bbcv, when slight resistance was felt between the two devices and the stent dislodged inside of the copilot bbcv. While the sds was withdrawn, the copilot with stent lodged inside of it was disconnected from the guiding catheter. An unspecified hemostatic control valve and a new 3.5x23 rx xience xpedition were used without issue to successfully complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulties were not confirmed. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and the packaging was not returned. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guide wire: pilot 190cm; guide cath: al 0.75 6fr; stent: 3.5x23 xience xpedition. The additional abbott device referenced is being filed under a separate medwatch report. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.